Event description:
It was reported that the pt underwent a pelvic organ prolapse repair and a sling procedure on (B) (6) 2007. The pt experienced erosion of the vaginal wall and other tissues and infection. The pt has had additional surgeries, including excision of the mesh. No additional info was provided at this time.

Manufacturer narrative:
(B) (4). (B) (4) exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: there are two possible devices involved in the event as follows: prolift pelvic floor repair, tension free vaginal tape secur.